Manufacturer narrative:
It is indicated that the lead will not be returned as it was discarded by the facility. A review of the manufacturing documentation for the dbs-linear lead revealed that no anomalies or deviations potentially related to the event occurred during manufacturing.

Event description:
A report was received that the patient underwent a lead replacement procedure due to lead migration. The patient was stable post operatively.